Manufacturer narrative:
Continuation of d10: product ID tm91d0 (serial: (B)(6)); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient has never had their unit go off before, it kept saying therapy off and, it wasn't charging but it just now started charging and they have 10% during the call. Patient reported the level progressed to 20%. Patient also said they don't feel great because therapy was turned off, now they know what it feels like if it goes off and they love dbs, it's amazing. Reviewed how to close the charger app, start the communicator and dbs therapy app once their implantable neurostimulator (ins) is full enough, to turn therapy back on. Patient said their communicator is disconnected because they fooled around with it. And they will call back if they need further assistance. Patient was successful to pair their communicator and turn therapy back on. Reviewed some charging education. Reason for the calls were resolved through troubleshooting.